Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a broken water filter. The cse ran precision studies on three levels of quality controls, all of which resulted within range. The cause of the discordant, falsely low estradiol result was a broken water filter. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2247117-2014-00094 was filed on december 26, 2014.additional information (01/05/2015): the customer provided an additional patient sample which was impacted on the day of testing.

Event description:
A discordant, falsely low estradiol result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument in five replicates after maintenance, as part of a patient look-back, and the result was higher. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol result.

Event description:
A discordant, falsely low estradiol result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s), who questioned it as it did not match the patient¿s clinical history. The sample was repeated on the same instrument after maintenance, resulting higher. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol result.